Event description:
Pt implanted with a volar distal radius plate and screw construct with tcp on (B)(6) 2012. Pt complained of pain on (B)(6) 2012 and returned to the hosp. The surgeon noted that all four distal locking screws were broken and the bone fracture was transposed. Revision surgery was performed on (B)(6) 2012 with tcp and hardware was removed. This is the 2nd of 4 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.